Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated the electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported issue was confirmed using system logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe displayed error code m-02-3 upon startup, and a review of the erbe log showed error m-02. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a component failure caused by an operational problem within the erbe.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer mentioned that the integrated electrosurgical unit (iesu) or erbe would go out mid-surgical procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified. Updated annex c - inv findings desc 2 to c070601 - deformation/distortion problem. Updated annex c - inv findings desc 3 to c0706 - stress problem identified. Update annex d - conclusion desc 1 to d11 - cause traced to user.